Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had a tracer registration failure. The tracer was attempted five times and all of the registrations failed. 3d model looked accurate, points were not showing up for some of the patterns. They were unable to troubleshoot the issue and reported the issue after the case was completed. The site had to cancel navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.